Event description:
It was reported that the ventricular over-sensing resulting inappropriate ventricular fibrillation (vf) therapy was observed on the right ventricular (rv) lead. No intervention was performed; the event occurred during a procedure unrelated to the device. There were no adverse health consequences, the patient was stable.